Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/1/24 an ilet user contacted beta bionics for assistance with their supply change. Before speaking with the customer care agent, the user forgot to rewind the motor before inserting the cartridge into the infusion set, which was still connected to their body. This resulted in insulin being pushed through the tubing, leading to prolonged hypoglycemia. The user's blood glucose (bg) dropped as low as 50 mg/dl and remained outside the 70-180 mg/dl range for approximately five hours. The user treated the low bg with six glucose tablets, but their levels had not fully stabilized. At the time of the call the user's bg was at 86 mg/dl. The agent emphasized the importance of disconnecting from the infusion site when changing the cartridge to avoid similar issues. The user did not require professional medical intervention or additional assistance. No immediate health effects were reported.